Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2021. In may 2023 the patient inquired about MRI compatibility. In november 2023 the firm was informed by the implanting physician that the patient requested to remove the system as it was no longer being used and patient needed an MRI for an unrelated medical condition. A full system explant was performed on (B)(6) 2023.

Manufacturer narrative:
Review of nalu records found to complaints or allegations of any system failures or malfunctions from this patient. The explanted system was not returned to the firm after the procedure and is not available for further evaluation, however there are no indications of any system issues. Patient had been implanted approximately 2 years prior and expressed that they were no longer actively using the system. MRI was needed for an unrelated medical condition and the patient chose to explant the nalu system.